Event description:
Connected new ballard to patient's trach (switched from a smaller size); 1 hour later, attempted to suction patient and no secretions able to be suctioned. Checked suction tubing which was working. Attempted to suction again unsuccessfully. Disconnected ballard from patient and noticed not able to suction. Changed to a new ballard again and successfully suctioned the patient.